Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: h4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional: suction failure. Per service reports, this complaint can be confirmed. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that on (B)(6) 2024 it was observed that the fms vue pump device outflow was not working. During in-house engineering evaluation, it was determined that the device had suction failure. There was a fifteen minute surgical delay reported. There were no adverse patient consequences. The same device was used to complete the procedure. No additional information was provided.